Event description:
It was reported that the patient underwent a laparoscopic-assisted supracervical hysterectomy in 2006. The morcellator was making a grinding noise and wouldn't operate during the procedure. The customer tried to re-seat the morcellator into the motor drive unit, and the grinding noise continued. Another morcellator was pulled and they encountered the same issue. The procedure was converted to a colpotomy and was successfully completed with no adverse patient outcome.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.